Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported that the facility was attempting to place a patient on extracorporeal membrane oxygenation (ECMO) support. Everything was fine for about 20 minutes until they received an #211 alarm from the console involving the flow sensor. The flow probe appeared to be clean and connected appropriately. Additionally, they received a series of air alarms with no visible air in the circuit and no obvious source of air. They received another #211 alarm and decided to switch out the flow probe. This did not solve the issue and they continued to get air alarms and an additional #211 alarm. They finally decided to switch out the sensor box which solved the issue. There was no patient serious injury as a result. It was unknown if the sensor box of the console was available for product evaluation.